Manufacturer narrative:
(B)(4). Batch # r92f5f. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2018. Batch # unk. Additional information was requested and the following was obtained: were the clips malformed? Unknown. Did the clips cut the tissue? Yes . Did the jaws of the device cut the tissue? It was stated the clips of the device cut the tissue. How much bleeding occurred? Unknown. Was there any patient consequence? No. How was the issue resolved? Used er320 to complete the procedure. The lot# provided is not a valid #, please confirm the batch or lot# of the devices.

Event description:
It was reported that during a lap cholecystectomy, the clips were not clipping, they were cutting the cystic artery. They switched to a 10mm trocar, er320 to complete the procedure. There was a small amount of blood loss to the patient.